Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2017 with heart failure symptoms. Device interrogation revealed normal device function. X-ray was performed and showed normal lead position. On (B)(6) 2017, chest x-ray revealed the atrial lead was dislodged. There were no electrical issues noted and the patient was asymptomatic to the event. The lead was explanted and replaced on (B)(6) 2017. The patient¿s condition was good post procedure and will continue to be monitored normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.